Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that during placement on the afternoon of (B)(6) 2024, it was discovered that the catheter sheath had split during delivery and needed to be repacked to replace the sheath with a new one for the patient for re-installation. It was reported this occurred two times. This report addresses the first occurrence.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed that the tip of the sheath of the microintroducer was damaged with a notable split and a flared edge. Use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during placement on the afternoon on (B)(6) 2024, it was discovered that the catheter sheath had split during delivery and needed to be repacked to replace the sheath with a new one for the patient for re-installation. It was reported this occurred two times. This report addresses the first occurrence.